Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of symptoms of urinary urgency and decrease of the micturition delay on (B)(6) 2016. The cause of the event was unknown. No diagnostics or troubleshooting was done. The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2016. No surgical intervention was taken and it was unknown if any intervention was planned. The event was assessed as not serious, not related to the implant procedure, and related to stimulation. The issue was not resolved and the event was ongoing. The patient was alive with no injury. The patient's medical history include idiopathic functional urinary incontinence since 2010.

Event description:
Additional information received reported that on (B)(6) 2017, the patient had feeling that device on off. Device controlled where device deprogrammed without action via patient remote. The device was reprogrammed on (B)(6) 2017. It was reported to be related to the neurostimulator and the stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.